Manufacturer narrative:
The pump was returned to animas and investigated on 10/27/2014 with the following findings: on investigation, the pump powered on to the verify screen without issue. The pump was exercised for 24 hours without errors, warnings or alarms. The pump was found to be delivering insulin within the required specifications without malfunction. Investigation did not duplicate the alleged issue of air bubbles in the insulin cartridge. Unrelated to the original complaint, the display was noted to be discolored and there was crack noted in the battery compartment between the bumper pad and the cover.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue; air bubbles in several insulin cartridges within the same week. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).